Manufacturer narrative:
Product complaint # (B)(4). One modified skyline drill guide was received by customer quality unit for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the distal end of the device. The fractured tip was not returned for evaluation. The fracture analysis report shows a rough grainy appearance consistent across the entirety of the surface which suggests that the tip underwent a quasi-static overload failure. A device history record review found no issues during the manufacturing and release of this instrument that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the skyline drill guide¿s distal end fracturing cannot be positively determined. However, the fracture analysis report shows a rough grainy appearance consistent across the entirety of the surface which suggests that the tip underwent a quasi-static overload failure. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Additionally, no material defects or other abnormalities have been identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Custom instrument was made for dr. (B)(6) in 2012 and it was returned to depuy spine srt on (B)(6) 2018 by the surgeon's sales rep, (B)(6). Product appears to have been dropped and bent at the tip. Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.